Event description:
It was reported immediately after femoral filter placement, the filter migrated caudad into the right iliac vein. Another filter was successfully placed via a jugular approach without patient complications. A delivery system in the released positon along with a guidewire, dilator, and sheath were received, evaluated and retained by this manufacturer. No problems or defects were noted with the returned devices. The filter remains implanted in the patient. It was indicated a pre-placement cavogram was not performed prior to filer placement and continual flushing of the carrier system during the implant procedure was not performed. Follow up revealed the filter appeared to move down along with the sheath during sheath withdrawal, indicating the filter may have been attached to the sheath. Co's directions for use outline appropriate sheath retraction instructions prior to filter deployment. Co believes these factors may have contributed to this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and cogenital anomalies...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thromus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release...to avoid premature ejection of the filter into the sheath, it is essential that the sheath be fully retracted onto the introducer catheter and locked to the handle.